Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow and positive flow verify. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The grey foam was adjusted. The unit has been recalibrated. The device passed all testing.